Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty with infusion. It was confirmed that the catheter and the catheter lock detached from the port body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one MRI ultra slimport w/ white sl catheter was returned for evaluation. Visual, tactual, microscopic, functional and dimensional evaluations were performed. The investigation is confirmed for catheter detachment. The device was returned with the catheter, catheter lock, and port separate. Microscopic evaluation revealed a crack at the proximal end of the catheter. The crack was y-shaped and had a granular surface texture. A smooth surface texture was observed on both splits. Surface damage was observed on the cath-lock. Measurements of catheter inner and outer diameters and wall thickness, port stem outer diameters, were all within referenced specifications except for catheter od, which was very slightly too large. The catheter lock returned is not the catheter lock assigned to this product and appears to be a non-bard component. Note that findings related to slits in the catheter are addressed in complaint 1330405. The root cause has been determined to be use-related. The returned catheter lock was found to be a non-bard component. The IFU states not to use a catheter lock replacement outside the provided kit. Connections using other than the provided components cannot be recommended for their safety or durability. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that there was difficulty with infusion. It was confirmed that the catheter and the catheter lock detached from the port body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one MRI ultra slimport w/ white sl catheter was returned for evaluation. Visual, tactual, microscopic, functional and dimensional evaluations were performed. The investigation is confirmed for catheter detachment. The device was returned with the catheter, catheter lock, and port separate from each other. Microscopic evaluation revealed a crack at the proximal end of the catheter. The crack was y-shaped and had a granular surface texture. The proximal end of the catheter did not appear to have a 90 degree cut. Surface damage was observed on the cath-lock. Measurements of catheter inner and outer diameters and wall thickness, port stem outer diameters, and catheter lock inner diameter and length were all within referenced specifications except for catheter od, which was very slightly too large; this is not considered conclusively out of specification as this may be due to catheter deformation. Note that findings related to slits in the catheter are addressed in complaint 1330405. The root cause cannot be determined with available information. However, evidence exists that the catheter was not cut at a 90° angle at the attachment end, and cracking at this end of the catheter suggests that the catheter may have been mushroomed when assembled, which can be caused by not advancing the catheter only to the midpoint of the stem before assembling with the catheter lock. Such mushrooming can causing compression damage. These types of attachment errors may weaken the port/catheter connection. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four months post port implant, the port device was allegedly difficult to infuse. It was further reported that the catheter with the cathlock had allegedly detached from the port. Reportedly, the catheter and port were removed and replaced. There was no reported patient injury.